Event description:
It was reported to boston scientific corporation that a resolution ultra clip device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2024. During the procedure, while attempting to clip a visible vessel in the esophagus, the clip, when opened wide, tried to push itself off the deployment device. Although the clip was closed on the tissue, it did not fully deploy and instead tore itself off. Clip was able to be removed, and another clip was able to be replaced. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: event date: approximated based on the reported event date of may 2024. Block g2: medwatch# is 2600320000-2024-8131. Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.